Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that the right atrial (ra) lead was oversensing noise which was reproducible with isometrics. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout.